Manufacturer narrative:
The patient's age has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon investigation of the log files a loss of power was captured on the mobile power unit (mpu). There was not a no external power alarm; however, a low voltage alarm and backup battery fault were active during the event instead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm was confirmed with the submitted log file. A low voltage/backup battery fault alarm event became active at 5:11 pm. According to the voltage values, there was a loss of power from the mobile power unit and the system reverted to the internal backup battery for power. The system continued to operate at the stored speed value of 5,400 rpm during the events. Power was restored and the unexpected low voltage/backup battery fault alarm cleared. It was noted a no external power alarm should have occurred when there is a power loss from both power cables. A root cause of the unexpected low voltage/backup battery fault alarm captured in the log file could not be determined during the evaluation. Additional information was requested regarding the low voltage/no external power alarm. Additional information communicated on 21jun2021 indicated the information was requested from the patient but was unsuccessful. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed, including ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use: ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.